Manufacturer narrative:
Additional information provided in b.2. , b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (serious injury). No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced difficulty seeing both eyes. The iol was explanted and exchanged with different lens 1 month following the initial procedure. Clinical reason for the explant was mentioned as trouble with adjustment to iol due to anisometropia. Additional information has been received that in surgeons opinion the lens did not contributed the event. The event was caused due to anisometropia. The symptoms were resolved and there was no patient harm. Additional information received and reported that the iol was exchanged for the company lens different model but five diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced difficulty seeing both eyes. The iol was explanted and exchanged with different lens 1 month following the initial procedure. Clinical reason for the explant was mentioned as trouble with adjustment to iol due to anisometropia. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).